Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: h6 updated method 4119 and 4114. H6 updated results 3207. H6 updated conclusion 4315. Reported event was unable to be confirmed due to limited information received from the customer. The part and lot number of the involved device is unknown, no DHR review was able to be performed. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Concomitant devices - item number: unknown, unknown locking screw, lot number: unknown. Item number: 00-1050-6204, 4.5 mm 90 degree, dfos plate, 8 mm offset, 4-hole, lot number: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2018-00061.

Event description:
It has been reported that three weeks following the placement of a distal femoral osteotomy system, x-rays revealed that two locking screws were backing out. The patient underwent a revision procedure to remove the plate and replaced it with a cannulated blade plate. Attempts have been made and additional information on the reported event is unavailable at this time.